Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2013, baxter (B)(4) customer care contacted the nurse and the following was reported. On an unreported date, the patient experienced decline in condition/failing. On an unknown date patient was hospitalized due to the event. On an unreported date, the patient was not eating and was weak and malnourished. On an unknown date, the patient was discharged. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis and treatment were not reported. On an unreported date, the patient experienced cellulitis on their arm. The cellulitis was due to intravenous poke. On an unreported date, the patient was given oral antibiotics for cellulitis. The patient recovered from this peritonitis event on an unreported date in (B)(6) 2012.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.